Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced vaginal mesh exposure. The patient underwent a surgical procedure for removal of the mesh and the mesh was divided at that point. The remaining mesh was left in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: office contact: (B)(4).